Manufacturer narrative:
(B)(4). After an atrial flutter right (r-afl) procedure, it was reported that the patient had a patch skin burn. The patient had necrotic tissue along the spine where it was suspected that the grounding pad was placed. The patient stated that he was asked to move on the table after he had initially been positioned and he felt the grounding pad crinkled before the procedure started but he did not communicated this. The blisters were not noticed immediately following the procedure or during discharge from the hospital. Additional information provided stated the patient did not require further treatment. This incident did not necessitate medical or surgical intervention. Customer did not need the unit to be evaluated. System was functioning correctly and was ready for use. Customer complaint was not confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Concomitant products used during the procedure: 1. Carto 3 system - model #: fg-5400-00m; serial #: (B)(4). 2. Cool flow pump - model #: m-5491-02; serial #: (B)(4). 3. Navistar catheter - model#: unk; lot#: unk. (B)(4).

Event description:
After an atrial flutter right (r-afl) procedure, it was reported that the patient had a patch skin burn. The patient had necrotic tissue along the spine where it was suspected that the grounding pad was placed. The patient stated that he was asked to move on the table after he had initially been positioned and he felt the grounding pad crinkled before the procedure started but he did not communicated this. The blisters were not noticed immediately following the procedure or during discharge from the hospital. Additional information provided stated the patient did not require further treatment. This incident did not necessitate medical or surgical intervention.